Manufacturer narrative:
A ge rep has not yet reported on eval of the system.

Event description:
Customer reported, the system will not display a complete image, just a circle, when the fluoro switch is pressed. No pt injury was reported.